Manufacturer narrative:
Lab analysis of the device found a syringe partially filled with the plunger rod disconnected from the syringe. The plunger tip was still inside the syringe. The remaining gel was thick and dried like a fillet.

Event description:
Healthcare professional reported injecting a patient with juvéderm vista ultra xc using the packaged needle. When the doctor performed the confirmation of the reversed blood (aspiration), the plunger rod came off from the syringe. There were no injuries.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: four. Malfunctions and adverse events. The following malfunctions and adverse events have been reported. Potential adverse events are included but not limited. (1) malfunctions. Accidental spillage, broken/damaged component, consistency of material altered, difficult or impossible to extrude, needle disengagement (partial or total), packaging error, plunger trouble, product discolored, short fill, voids/air bubbles.

Event description:
Healthcare professional reported injecting a patient with juvéderm vista ultra xc using the packaged needle. When the doctor performed the confirmation of the reversed blood (aspiration), the plunger rod came off from the syringe. There were no injuries.